Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that a 2008t hemodialysis (hd) machine gave off an air detector alarm during a patient¿s treatment which could not be cleared. The patient¿s blood could not be returned due to the event. The biomed was unable to duplicate the issue in the back room of the user facility. They said that the level detector sensor had already been replaced and asked ts for guidance on how to proceed. The ts representative advised the biomed to try replacing the functional, sensor, or actuator-test boards. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) familiar with the event. Per the biomed, according to the patient care technician (pct) overseeing the treatment, the machine began alarming with an air detector alarm (on the level detector module) and they couldn¿t reset it. The event occurred at the beginning of the patient¿s treatment. The biomed thinks the pct panicked because they couldn¿t reset the alarm, and therefore couldn¿t return the patient¿s blood. The pct told the biomed that the blood pump also seemed to be ¿spinning weird¿. The patient was moved to another machine and re-setup with new supplies. They were then able to complete their treatment without further issue. The patient¿s estimated blood loss (ebl) due to the event was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. When the biomed inspected the machine themselves, they found that the door on the level detector module was not staying shut. The biomed said that a box on the bottom of the level detector was broken, which allowed the level detector door to open setting off the alarm. The biomed explained that this box holds the door shut (when not broken). The alarm could not be reset because the door wasn¿t latched shut; however, the pct did not know this at the time. The biomed replaced the box as well as the functional board (as advised by ts), and this resolved the reported issue. The biomed believes the functional board was part of what prevented the pct from clearing the alarm. The biomed inspected the blood pump as well, due to the pct¿s concerns. No issues were found with the blood pump; the biomed said it was calibrated perfectly and appeared to be fully functional. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. In addition, photos of the broken part could not be provided. Following the repair, the machine was returned to service. There have been no further issues with the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that a 2008t hemodialysis (hd) machine gave off an air detector alarm during a patient¿s treatment which could not be cleared. The patient¿s blood could not be returned due to the event. The biomed was unable to duplicate the issue in the back room of the user facility. They said that the level detector sensor had already been replaced and asked ts for guidance on how to proceed. The ts representative advised the biomed to try replacing the functional, sensor, or actuator-test boards. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) familiar with the event. Per the biomed, according to the patient care technician (pct) overseeing the treatment, the machine began alarming with an air detector alarm (on the level detector module) and they couldn¿t reset it. The event occurred at the beginning of the patient¿s treatment. The biomed thinks the pct panicked because they couldn¿t reset the alarm, and therefore couldn¿t return the patient¿s blood. The pct told the biomed that the blood pump also seemed to be ¿spinning weird¿. The patient was moved to another machine and re-setup with new supplies. They were then able to complete their treatment without further issue. The patient¿s estimated blood loss (ebl) due to the event was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. When the biomed inspected the machine themselves, they found that the door on the level detector module was not staying shut. The biomed said that a box on the bottom of the level detector was broken, which allowed the level detector door to open setting off the alarm. The biomed explained that this box holds the door shut (when not broken). The alarm could not be reset because the door wasn¿t latched shut; however, the pct did not know this at the time. The biomed replaced the box as well as the functional board (as advised by ts), and this resolved the reported issue. The biomed believes the functional board was part of what prevented the pct from clearing the alarm. The biomed inspected the blood pump as well, due to the pct¿s concerns. No issues were found with the blood pump; the biomed said it was calibrated perfectly and appeared to be fully functional. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. In addition, photos of the broken part could not be provided. Following the repair, the machine was returned to service. There have been no further issues with the machine.